Event description:
A stryker core impaction drill was called in for repair due to overheating during a dental procedure. No adverse event was associated with the device; another drill was used to complete the procedure without any procedure delays.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.